Manufacturer narrative:
Updated fields: b4, g3, g6. H2, h3, h6-(type of investigation, investigation findings, inestigation conclusion, component code) and h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse provided the part number to the customer. The customer replaced the ECG cable. The unit was tested and was working per specifications. The root cause of the reported failure mode could not be determined because the customer performed the repairs. The most probable root cause is excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during routine check, the cardiosave intra aortic balloon pump had a faulty ECG connector. There was no patient involvement and no one was harmed onsite.